Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the display was found to be dim with a pinkish contrast. The battery compartment was found to have cracked below the grip pad. A defective cold solder joint was found on the continuous glucose monitoring module. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, battery compartment was cracked and there was a defective cold solder joint on the continuous glucose monitoring module. This report is made based on the results of investigation completed on (B)(4) 2015.